Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed an estimate of 2 years of remaining capacity in (B)(6) 2014, 0.5 years in (B)(6) 2015 and 1.5 years in (B)(6) 2015. There was atrial lead noise that was being oversensed and led to inappropriate atrial tachy response (atr) episodes. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
The device was returned.

Manufacturer narrative:
As of today the device has not been received for analysis. Should the device be returned and analysis completed this report will be updated.

Event description:
Subsequent information indicates that the device was explanted. There were no adverse patient effects reported.